Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Lead appears to have been sensing appropriately given the patients rhythm and heart condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert was received by the clinic and the patient could not be contacted. It was learned the patient was taken by ambulance "in cardiac arrest." It was also reported there was a device sensing/detection problem; "probable ventricular fibrillation (vf) identified on the far field electrogram, but not detected in the near field. Additionally, the lead displayed under-sensing for probable vf in the far field and not detected in the near field. The patient died shortly after arrival to the hospital. No other information is known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.